Manufacturer narrative:
This event concerns a device that was manufactured and used outside the untied states. The analysis of the device is pending.

Event description:
The device involved in this MDR report was implanted in 2004. After 2 years and 9 months of implantation, the battery impedance was at 4.25 kohm and the remaining longevity was estimated at 34 months by the programmer. However, considering the programmed settings (2.5 v amplitude), the battery depletion is abnormally fast, requiring shorter follow up intervals and evaluation of device replacement within six months.